Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. The infusion set was in use for less than 3 hours. It was reported that infusion set tubing was detached from connector. The blood glucose level was high (specific values was unknown) and the patient was treated with correction injection via multiple daily injection (mdi) . The patient replaced infusion set and resumed insulin delivery successfully. No further information available.